Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via a phone call, the insulin pump kept alarming no delivery. Troubleshooting was performed and no anomalies were noted. During the no delivery event the customer had stated her blood glucose was 230 mg/dl. At the end of the call the customer reported she had experienced having high blood glucose over 400 mg/dl and she wasn't able to set her bolus correctly, due to the device only going up to 400 mg/dl. Customer was advised she can change her bolus max setting up to 599 mg/dl. The customer is not returning the device for further analysis.